Event description:
Angioseal was inserted after sheath removal over wire. Angioseal had blood return, pushed device back in until no blood, so pulled back again to get blood flow to make sure inside artery, when deployed the footplate/anchor stayed in the body and angioseal sheath would not come out. At this point a surgeon was called in to remove device surgically.